Manufacturer narrative:
The suspected faulty video receiver board was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the video receiver board and no visual damage was observed. The technician then installed the video receiver board into cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it failed testing. After 2.5 hours of run time, the cardiosave test fixture shut down with an audible alarm. The national repair center verify the reported failure "unexpected shut down with an audible alarm". The video receiver board was sent to the supplier per procedure. A supplemental report will be submitted when additional information is provided.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11 corrected field: g1 (contact person ¿ mfg site).

Event description:
N/a

Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) drive stopped suddenly and the emergency stop alarm sounded. The iabp was replaced with another one. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The supplier returned the video receiver board to the national repair center (nrc). The supplier stated that there was no trouble found (ntf) , and that the board passed testing. Please note that the nrc did find trouble with the video receiver board when the cardiosave stopped pumping unexpectedly with an audible alarm. The nrc verified the customer's failure. Per the nrc's procedure, when the nrc observes a failure and the supplier does not, the board is to be scrapped. The video receiver board will be retained in the nrc per procedure until it is time for it to be scrapped (which is 30 days after closure of the complaint record). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) drive stopped suddenly and the emergency stop alarm sounded. The iabp was replaced with another one. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 component codes, health effect impact codes), h10, h11 corrected fields: h6 (medical device problem code, investigation findings, investigation conclusions). Running tests were performed for approximately two months, and the issue was replicated on another iabp unit. The video generator board was replaced. Subsequently, running test were performed again at the facilities request by applying excessive stress to the iabp unit with a heart rate of 130 eats per minute (bpm) and a room temperature of 27 degrees celsius. After approximately 3 months, the reported issue was not reproduced. Unrelated to the reported issue and due to the long-term running tests, the safety disk and tidal volume disk were due to be replaced. The customer was then informed of the repairs and the iabp was then cleared for clinical use and returned to the customer. At the customer's request, the video receiver board is being returned for failure investigation. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. After inspection at the service center, the reported issue was replicated only once under running test. This issue was suspected to be caused by either a video generator board, or executive processor board. In order to determine which part should be replaced, the video generator board was removed from the iabp, and installed in another one. A running test was then performed, however, the reported issue has not been replicated. The iabp where the video generator board was installed is still under running test.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) drive stopped suddenly, and the emergency stop alarm sounded. The iabp was replaced with another one. No patient harm, serious injury, or adverse event was reported.